Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is likely the following led to the malfunction: the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited damage on the fiber bonding in the outer tube area (distal end), and foreign material on the laser light cable (llk) plug of the video cable section. There was no patient involvement.